Event description:
The patient's mother reported the pod caused scarring around the insertion site after wearing the pod for 3 days. Insulin reportedly leaked, causing the patient's blood glucose (bg) levels to rise to 300 mg/dl. A new pod was applied to treat the bg levels. The doctor was contacted and instructed the patient to change the pod every 2 days. No medical treatment was provided.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the scarring. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.